Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that air was observed on the sheath side port during removal of device after left atrium treatment. The farawave catheter and faradrive sheath were removed from the right atrium and air was aspirated. Air continued to be drawn in despite aspirations. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed by customer.